Manufacturer narrative:
The customer reported a scan error message using freestyle libre 2 application. Attempted to replicate the customer complaint using a similar configuration. The application was downloaded. The sensor successfully scanned to application and glucose results were observed. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung z flip 5 phone with android 14 operating system. The customer experienced a signal loss error message and alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and no treatment details were provided. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.